Event description:
It was reported via repair work order that the head end jack was drifting during use. Stryker technician could not duplicate the event; however, the head end jack was replaced as a precautionary action. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.